Event description:
The customer reported a leak consisting of blood and waste from the rinse cup of the coulter lh 780 hematology analyzer. The customer indicated that five to ten milliliters of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and face shield at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the rinse cup was broken where the shaft threads into the base of the cup, allowing the rinse fluid to be deposited on the counter below. The fse proceeded to replace the rinse cup assembly to resolve the leak. The fse also found that solenoid 61 was not firing and replaced the defective solenoid to resolve the issue. The defective solenoid issue was unrelated to the leak reported by the customer. The fse verified the repairs as per established procedures and results met published specifications. Results: rinse cup. (B)(4).